Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One tr band and inflator were returned to terumo medical corporation for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or inflator. There is 0ml of air left in the band. The sample was subjected to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. No air bubbles were observed from the balloon assembly or check valve. The sample passed leak testing. The sample was subject to additional leak testing. 15ml of air was injected into the band and the band was placed in its holder for 12-24 hours. After 12 hours, the air was removed and 15ml of air remained in the band. The sample passed additional leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, no damage or foreign matter was found. One tr band and inflator were returned for assessment. The sample was subjected to visual analysis and no damage or deformities were noted on the band or inflator. The sample was subjected to leak testing and passed all leak testing. The check valve was deconstructed, and no damage or foreign matter was found. The complaint cannot be confirmed for air leakage issues because the returned sample passed all leak testing, and no damage or foreign matter was found in the check valve. The exact root cause cannot be determined. No failure was detected on the returned device. Review of the device history record (DHR) cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
E3: occupation: surgeon. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after placing the tr band, the balloon was inflated with 18ml of air utilizing the proper technique. Air was titrated out of the balloon and a flash of blood was notated after approximately 4ml of air was removed whereupon 2ml of air was reintroduced into the balloon. Patient hemostasis was not achieved as it was noted that it appeared the larger balloon was bunching on some excess skin, and a small leak appeared. An attempt was made to hold pressure while repositioning the balloon. However, this attempt failed, and a decision was made to hold manual pressure for twenty minutes. After twenty minutes of manual pressure, it was noted that hemostasis was achieved, and the patient ulnar artery remained patent. The patient was successfully transferred to post care. There was no blood loss. The reported event did not result in patient injury. Additional information was received on 01jul2025: the procedure being performed was a renal aneurysm stenting. There was no noticeable damage to the device. The nurse did not twist the syringe when she inserted into the air port. The tr band was deflated, repositioned, unsuccessfully placed, and deflated immediately. Physicians held pressure. The product is stored in a pyxis type cabinet. The patient was stable.